Event description:
It was reported that the customer was hospitalized with high bgs. The dr said the cause was unknown at this time. The pump was alarming check setting alarm and customer noted a rf bad alarm while reviewing the unit's history. The technician assisted the dr with reprogramming the pump and had the customer call back for troubleshooting. Troubleshooting was conducted and pump was operating properly. Advised to discontinue the use of the quickset plus infusion sets and sent replacement.